Manufacturer narrative:
Additional information is being requested for the implant date. This report will be updated once this information is available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited difficulty during interrogation. The device was attempted to be interrogated with multiple programmers, however on intermittent interrogation was possible. Device data was sent to engineering for review. Data review determined there appeared to be radio frequency (rf) interference during the attempted interrogations. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.